Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 7 months, 21 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced major bleeding. The patient was hospitalized and received a blood transfusion. On (B)(4) 2019 it was reported that the patient presented to an outside hospital on (B)(6) 2019 with a lower gi bleed. Etiology was reported as likely supratherapeutic international normalized ratio (inr), tendency to bleed when inr is above 3. At the outside hospital inr was found to be 3.9. One unit of packed red blood cells (prbcs) was administered at the outside hospital. Two units were infused at hershey, for total of 3 units prbcs. Gastroenterology was consulted and elected not to pursue further endoscopy as the patient had multiple, repeated normal investigations. Switched lansoprazole to twice daily proton pump inhibitor (ppi) intravenously during acute phase, continued octreotide, and held warfarin on day of admission. Restarted warfarin and coumadin on (B)(6) 2019 with 2 mg dose and instructions to take 3 mg on day of discharge and 3 mg on (B)(6) 2019, with inr follow up to be done on (B)(6) 2019. No lvad low flow or power spikes during hospitalization in spite of bleeding and the patient was discharged to home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.